Event description:
Treatment of an avm. It was reported that onyx could not be visualized under the fluoroscope during injection. No patient injury reported. Same event as MDR# 2029214-2011-00404.

Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Radio-opacity testing was performed on the retained sample from the same lot and was found to be within specification. (B)(4).